Event description:
This info was reported as a customer complaint. Product was used on the rfa following a cardiac catheterization procedure without complication. One month later the pt presented to ER with groin draining. Culture showed mrsa. Pt was admitted to hosp and continued on antibiotics prescribed following open heart surgery. Code 86: evaluation of event based on mfg and qc procedures and history of device related to this event.